Manufacturer narrative:
The device was not returned for evaluation. However, because examination of the returned components may not conclusively confirm or disprove the report of erosion, quality accepts the physician¿s observations of such as the reason for surgical intervention. A review of the device history record by the contract manufacturer confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot. Lot ak090058.

Event description:
According to the available information the aris was implanted and there was a report of pain and erosion.